Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer changed pump supplies to address the issue. The blood glucose (bg) level was 536 mg/dl with ketones. The elevated bg was attempted to be addressed by a manual insulin injection. The customer went to the emergency room. The customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. The customer was discharged the same day.